Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2006. It was reported the ipg will be explanted and replaced due to battery depletion. A review of the patient's medical history found the patient was non-compliant with the ipg charging requirements. The model, serial and lot numbers of the ipg were not provided. It is currently unknown if the ipg will be returned to the manufacturer for analysis once explanted. Follow up on the patient found no further issues reported.